Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 384 mg/dl, which was treated for via manual injection. Troubleshooting for high blood glucose was not possible due to the blank display. The display did not return after troubleshoot. Advised replacement of the insulin pump. Nothing further reported.